Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot number. It was reported during the patient's ((B)(6)) trail procedure on (B)(6) 2014 intraoperative lead testing revealed invalid impedances. As a result, the patient's lead was removed and replaced (same model). Further testing of the replacement lead also revealed invalid impedances. In turn, the physician removed the replacement lead and replaced it with another lead (same model). Intraoperative lead testing identified no anomalies and the patient had effective stimulation postoperative.